Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from the patient. Patient met with their managing healthcare professional (hcp). The circumstances that led to the programmer and internal device not working, poor communication, and going through more diapers was the battery was running out. The steps taken to resolve the programmer and internal device not working, poor communication, and going through more diapers was the battery will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from the patient and it was reported that their stimulator wasn't working. The patient reported that she felt nothing.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer.

Event description:
The patient¿s family member reported programmer and internal unit was not working. The patient¿s family member reported has not been working for some time, because patient was going through more diapers. The patient wanted to turn it up on friday because it wasn¿t working and going through several diapers a day. Patient stated they noticed it was not working this past friday, however daughter stated it has been awhile. The patient¿s family member and patient kept getting poor communication. Patient stated 1.5 year ago had gone to cardiologist, they shut it off and turned back on for appointments. Patient has had device for 5 years. The patient indicated for use is urinary dysfunction/sacral nerve stim.